Event description:
Update rec'd (B)(6) 2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note for the left hip indicated metallosis, cyst, dislocation, and impingement between the neck of the stem with the cup and liner. The cup and stem are being added for the impingement. There are no updates for the right hip. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation alleges that the patient suffers from pain and suffering. Bilateral.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.update rec'd - sales rep reported revision surgery. Patient was revised per patient request. The information received does not change the MDR decision. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Update rec'd (B)(6) 2015 - sales rep reported revision surgery for right hip. There is no new additional information that would affect the investigation. As noted, no additional information provided that would affect the investigation. Previous investigation stands. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.